Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged locking components were found. During service, technician found a broken spring. Service records indicated that there was failed temperature, sound, and rpm testing.

Event description:
Customer reported device does not work at all.